Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014. Lab analysis: based on the product analysis performed, the assessments of the complaints are: deflation: observed, one opening assessed as smooth opening. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leak", feels "soft" and is "saggy". Device has been explanted and replaced.